Event description:
Based on the contents of a law suit filed in 2001, a pt while being treated had to have surgical intervention after a doctor pulled back on a catheter, and it sheared. The catheter was first identified as "epicutaneo-cava-katheter", then named as hdc PICC.